Event description:
Pt in cardiac arrest (asystole), set up to pace. Monitor would not read in any lead, screen reported leads not connected. Used another monitor two mins later (same pads used) pacing initiated.